Event description:
On (B)(6)2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The user received an early sensor replacement alert on (B)(6)2023, on day 97 after sensor insertion. Investigation on the returned sensor revealed that there had been a led field current disconnection, which triggered the sensor replacement alert. As part of the solution, a return material authorization was issued for a sensor replacement. As part of the resolution, the user received a new sensor.